Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk2691. The vessel sealer extend had 0 uses remaining after the last use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer extend instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the following message was displayed on the screen when the vessel sealer extend (vse) was on tissue: 'vessel sealer extend (vse) malfunction'. The surgeon released the vse and the instrument was removed and cleaned to remove debris. It was noted that there was no blade exposed. When the vse was reinserted, the instrument did not respond to surgeon control. Therefore, the vse was removed and the procedure was completed with a fenestrated bipolar and a monopolar curved scissors. It was noticed that the vse jaws did not fully close after the malfunction message. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: d9, g3, g6, h2, h3, h6, and h10. D02 - intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument failed to deliver energy (seal) when installed on an in-house system. Inspection of the conductor wires found no physical damage. An electrical continuity test was performed and the instrument passed. When placed on the system, the instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The root cause of the failed energy delivery was not determined. An additional observation that was not reported by the site was observed. Based on a review of the logs, the instrument had a hard grip force failure. Error code 22024: "grip torque is outside the expected range usm2 (instrument installed: vessel sealer extended / rfid: 406497464) error class 0." However, the failure was not replicated during in-house testing. A grip force test was performed, and the instrument passed. The results for the grip force test were as follows: straight ¿ 5.629, pit ¿ 5.415, yaw ¿ 5.095. The following additional tests were performed and passed: ceramic dot verification, knife slot test, and cut test. The instrument was transferred to engineering for further evaluation. The instrument passed the hard grip force test and passed the electrical continuity test. The error in the logs is a low torque failure, the error message successfully prevented the instrument from sealing with low torque through the jaws. Additionally, the low torque error message found in the logs confirms the customer complaint. The grip cable in the backend of the instrument was found to be loose. This was attributed to a component failure and related to the customer's reported issue. Upon further inspection, the grip clamping pulley set screw was not fully torqued, and the clamping pulley would slip under load. This resulted in a loss of tension in the grip cable. This failure is most likely due to manufacturing, and was not related to the customer's reported issue.